Event description:
It was reported that a multiday infusor delivered less medication than expected. The device was set to deliver methadone, midazolam and saline solution over 7 days. The reporter stated that after 5 days of therapy the solution left in the device was near the amount left after 3 days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from july 17, 2013 ¿ july 18, 2013. Evaluation summary: the evaluation of the returned device is complete. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found that the flow rate was within the product's specification range. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.